Manufacturer narrative:
G4: 14feb2020. B4: (B)(6)2020. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. A supplemental report will be submitted if new information becomes available submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30jan2020.

Event description:
The customer reported that the ventilator alarmed with back-up battery failed error. The customer contacted product support and discussed suggested repair per the manual. The customer reported that the unit was not in use on a patient. The product support advised the customer to replace the power management (pm) board and back-up battery. Part ID were provided to the customer.